Event description:
It was reported that insulin gauge displayed amount much lower than customer expected, showing zero units instead of expected 200 units on previous day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, requested email with cartridge loading resources, and was advised by technical support to call back for troubleshooting if problem occurred again.